Event description:
A pt was treated based on erroneous results from device. A value of 139% and 180%; based on a "linearity" range of 0-150%, results were reported. However, the specified range for device is 0-120%; the flagging range for the unit (0-150%) was mistaken for reagent linearity. Although customer initially refused to release info on pt condition, they later advised the pt died.